Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose level at the time of the incident was 466 mg/dl. Patient's current blood glucose value was 166 mg/dl. The insulin pump programming was checked. It was reported that self test and displacement verification tests had passed. It was unknown if customer was using auto mode feature at the time of event. The insulin pump will not be returned for analysis.